Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: are there any photos or a video available from the reoperation? We have CT and photo videos, however per hippa I can¿t share any. Was a CT scan performed and if so, are any images available? What was the shape of the staple that led to the bowel obstruction? What two structures were being held in place by the staple that caused the bowel obstruction? The loose, free staple was stuck at distal mesentery.

Event description:
It was reported that following a laparoscopic appendectomy procedure, the patient returned with a small bowel obstruction requiring a diagnostic laparoscopy where a ¿shed staple¿ was stuck to the distal mesentery causing obstruction. The surgeon reported that in the diagnostic laparoscopy on post operative day six, there was twisting and obstruction at the distal mesentery far from the appendectomy site, there was a formed staple (shed staple) at the site of bowel obstruction causing the mesentery to be flexed. The shed staple was removed laparoscopically using graspers. No bowel resection was necessary in the second procedure. The initial procedure was performed without incident on 3/10/2017 and there were no issues with the device during the procedure. On 3/16/2017, the patient was taken back to the or with a small bowel obstruction for diagnostic laparoscopy where it was found that there was a shed staple at the distal mesentery. The patient has been discharged and is recovering well.